Manufacturer narrative:
The logfiles recorded from the automated impella controller showed a high motor current pump stop and after disconnecting and reconnecting the impella 5.5 to the aic, an impella defective alarm was confirmed to trigger. The returned pump was visually inspected, and the catheter was observed to be cut. The returned purge cassette had a detached purge disc and a clamp over the tubing next to the pressure line one-way valve. The red handle was opened, and blood ingress was observed in the red handle. A hole was observed in the catheter at the 29 cm mark. The cause of the impella defective alarm was blood ingress due to a hole in the catheter resulting from improper use.

Manufacturer narrative:
The pump has been returned for investigation. When the investigation is complete, a supplemental report will be filed. As noted in the impella IFU: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿impella stopped if the impella catheter has stopped suddenly: try to restart the catheter at previous p-level. If the impella does not restart, try to restart at p-2. If the impella does not restart or stops again, wait 1 minute and try to restart again. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
A 47-year-old male has been treated for acute myocardial infarction / cardiogenic shock. For hemodynamic support, an impella 5.5 cardiac pump has been inserted. After 46 hours runtime, the pump has been unplugged from the automated impella controller to remove some torque from the patient cable. Subsequently, a device defective alarm occurred. The pump stopped and could not be restarted. Another impella 5.5 pump has successfully been inserted. No harm has been done to the patient.